Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor's cannula was broken off. Customer¿s blood glucose level was 149 mg/dl. Customer reports the sensor cannula fractured while in the body. Customer also stated that the sensor had change sensor alarm. Sensor will be returned for analysis.